Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the power supply failed due to a burnt capacitor. The device was repaired and returned to the account.

Event description:
It was reported that the device would not power up during set up. There was no patient involvement and no reports of adverse consequences. There was a back up device available and the procedure was completed successfully as planned.